Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mp2295, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2019 and suture was used. The suture was broken when pulling the suture during continuous suturing on the fascia. There were no adverse consequences to the patient.